Event description:
A customer reported that the pump battery was not charging, despite following instructions to try different wall adapters and charging cables, with no success. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty. The customer was instructed on storage mode and agreed to return the problematic pump using a pre-paid label within 10 days.